Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on the morning of (B)(6) 2026, the patient was left with an indwelling urinary catheter for continuous bladder irrigation after performing an electrodesiccation of the prostate, which was found to be incompatible with the intake of water during flushing, and it was removed and replaced with a new catheter that functioned normally, with a small amount of added pain for the patient. No medical intervention was reported.